Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in light of receiving very little information, and due to the circumstance that we did not receive the complained devices it is not possible to determine a root cause for the mentioned failure. Any decision regarding CAPA will be addressed with a product safety case.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product was returned. Batch history review -a review of device quality and manufacturing history records are not possible because the lot number is unknown. Conclusion - not possible to determine an exact conclusion or root cause. Rationale - if further information or a product is returned, the investigation will be reopened. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080788, received by FDA, there was a serious injury that required intervention. It was reported that the patient had a po loosening of femoral and tibial components. The mw5080788 stated: "no adverse event. Aseptic loosening femoral and tibial components." The initial implant date and concomitant implants were not provided. On (B)(6) 2015, it was noted that there was loosening. On 12-dec 2018, is the report date. Further information about patient condition, outcome, and laboratory or diagnostic results were not provided. Associated medwatch submission: 9610612-2019-00122 .